Event description:
It was reported that the patient with this pacemaker system experienced a pre syncope episode. Upon review of device data, boston scientific technical services (ts) suspected loss of capture (loc). A rhythmq episode was reviewed as well, and ts confirmed capture during it. No adverse patient effects were reported. At this time, this device remains in service.